Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for complex regional pain syndrome type ii reported via the manufacturer's representative (rep) they forget their recharger when they went on a three week vacation. When they got back they were unable to communicate using the recharger or the programmer. The rep. Hadn't met with the consumer yet but was going to try to meet with them on (B)(6) 2016 for further troubleshooting. The issue was not currently resolved.

Event description:
Additional information received from the manufacturer's representative (rep) reported the cause of no communication wasn't determined, but the consumer was going to be sent a new recharger overnight. It was noted the implantable neurostimulator (ins) wasn't overdischarged, just empty. The consumer was awaiting consult for battery replacement and a surgical lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.